Event description:
The customer reported the rad-g was intermittently reading. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed.  If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter postal code exceeded allowable field length, initial reporter postal code is as follows: (B)(6). E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows:(B)(6). H3 other text : product not returned.

Manufacturer narrative:
Other text: the customer reported the issue on serial number (B)(6) but returned serial number (B)(6). The returned device was evaluated. The device passed all testing with no errors or issues observed. The device functioned as designed. E1. Initial reporter postal code exceeded allowable field length, initial reporter postal code is as follows: (B)(6). E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).

Event description:
The customer reported the rad-g was intermittently reading. There was no patient impact or consequence reported.